Event description:
It was reported that the patient was experiencing ineffective therapy, and that the lead was no longer in the epidural space. Surgical intervention took place on (B)(6), 2023, and during the procedure the physician noticed the ipg was not connected to the leads. The physician reconnected the ipg and therapy was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.